Event description:
Event description guidant received information that fineline ii lead was an attempted implant due to placement difficulties. The physician reported the lead was stuck in the cardiac tissue and when it was removed, a portion of the helix remained in the patient. No adverse patient effects have been reported. The lead was discarded.